Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, resulting in a loss of therapy as it was not possible to turn on the stimulator. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was disposed due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing good.

Manufacturer narrative:
Correction to initial MDR in blocks: b5 and h6. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) device was replaced due to charging difficulties, which resulted in a loss of therapy because the stimulator could not be powered on. It was assessed that the implantable pulse generator (ipg) had reached its end of service. The patient subsequently underwent an ipg revision procedure during which the ipg was explanted and replaced. The explanted ipg was disposed of in accordance with hospital policy and was not returned for analysis. The patient was reported to be doing well postoperatively.